Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, h10.

Event description:
Healthcare professional has determined that most likely the infection was not filler related. Filler was not dissolved, and patient is fully recovered.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported medical event against juvéderm® voluma¿ with lidocaine, juvéderm® volite and juvéderm® volbella¿ with lidocaine: patient presented with swelling on the cheek and described a feeling of ¿rock¿ lump closer to the bone, painful on touch. A day later swelling radiated medially to lid-cheek junction. In addition to these symptoms, the patient developed non-device related diarrhea that lasted for about 3 days. The last treatment of filler injections was 2 years ago, where the patient received a total amount of 1 ml of juvéderm® voluma¿ per cheek and 0.5 ml juvéderm® volbella¿ with lidocaine under the eye. In addition to other areas treated patient received botox for the upper facial lines and juvéderm® volite (total of 3 ml) across mid and lower facial areas. The physician identified an infection, drained the pus, and prescribed antibiotics (cefax 500 mg, twice daily for 10 days). Symptoms on going. This is the same event and the same patient reported under patient identifier cn-109102 (emdr-44873) and cn-109106 (emdr-44875). This emdr is being submitted for the suspect product juvéderm® volbella¿ with lidocaine.